Event description:
It was reported the asymptomatic patient presented in clinic. During implant procedure on (B)(6) 2022, it was observed the right ventricular lead product exhibited inadequate capturing threshold. The lead was replaced during procedure. The patient was in stable condition post procedure.